Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: review of the black box data revealed multiple, unexplained power on reset events recorded on (B)(6) 2017. The battery cap returned with the pump for investigation was intact and without damage; contact measurements were within specifications. The battery cap fit properly to the pump. On investigation, the pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint of intermittent power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).